Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4); investigation is ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): it was reported that hamilton-t1 ventilator showing exhalation valve obstructed. Patient involvement was reported; however, no patient harm, user harm, third-party harm, medical intervention, or treatment delay was reported. The investigation to verify the allegation is still in progress.